Manufacturer narrative:
No pt present. It is unk what the site did with the device. Site chose not to return the device. The customer was given a quote and opted not to purchase a new vertek arm. While this issue did not cause harm or injury to pt; a vertek arm that cannot lock would unlikely be used.

Event description:
The vertek articulating arm is not tightening. No pt was present.